Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem user guide: if your t:slim pump detects a power level of 1% or less power remaining, the low power alarm occurs and all insulin deliveries are stopped. You must recharge your t:slim pump to resume insulin delivery. The alarm will continue until the condition has been corrected or the pump shuts down. Device not returned.

Event description:
It was reported that the customer received a low power alarm and the pump showed a battery life of 10% before going to bed. The customer thought the pump battery would last throughout the night. However, the battery died and the customer woke up with a blood glucose (bg) level of 240 mg/dl. The customer addressed the bg level with insulin injections. The customer recharged the pump.